Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 415 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include shortness of breath and vomiting. As treatment, the patient had administered boluses and applied a new pod. Once at the hospital blood tests were performed and the patient was treated with intravenous fluids. The patient was released from the hospital a little less than 24 hours after arrival.